Event description:
A falsely elevated troponin I result of 1.14 ng/ml was obtained on a patient sample. The laboratory tests troponin I in duplicate. The second result obtained was 0.03 ng/ml. The results were not reported to the physician. The laboratory repeated the test on the same sample and results of 0.00 and 0.03 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely elevated troponin I result. The most likely cause for this event was a clogged pipettor tip.